Event description:
It was reported that approximately one month post implant the right atrial (ra) lead dislodged. The ra lead dislodgment occurred during an aortic valve replacement procedure. The ra lead was programmed off and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.